Event description:
It was reported that the patient only got right sided stimulation coverage despite reprogramming attempt due to lead migration. The patient underwent a lead revision procedure and was doing well postoperatively. The lead remained implanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.